Event description:
The reporter stated that the surgeon implanted an aq2003v 3 piece silicone lens. The lens trailing haptic tore upon insertion into the eye. The lens was removed without enlarging the incision. No patient injury. It was unknown what caused the trailing haptic to tear. The injector model that was used was msi-pm and the cartridge model that was used was a aq cartridge fp. The reporter was unable to provide the lot numbers.